Manufacturer narrative:
The 510k: this report is for an unknown cortex screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Device broke during remove; part of the device remained in the patient. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a hardware removal on an unknown date, the head of a cortex screw broke off and was removed from the patient; the other portion remained implanted. The screw head was also reported to have been stripped. This caused a thirty (30) minute surgical delay. The patient was reported as being in stable condition. This report is for the stripped/broken screw. The need for the removal surgery is being captured in related complaint (B)(4). This report is for an unknown cortex screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
This report is for an unknown 3.5 mm cortex screw. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for an unknown 3.5 mm cortex screw.

Event description:
There were 2 more screws that were removed from the patient without incident, another unknown 3.5mm cortex screw and (1) unknown 3.7mm cannulated locking screw. Concomitant devices reported: 3.5mm cortex screw (part: unknown, lot: unknown, quantity: 1). 3.7mm cannulated locking screw (part: unknown, lot: unknown, quantity: 1).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.